Event description:
Hosp biomed reported to arrow clinical support that iabp lost power in elevator during transport of patient from cath lab to ICU. Biomed believes cath lab did not keep pump plugged into ac power. Customer state they got battery alarm "20 mns left of power". Pump was exchanged due to difficulty. There were no reported patient complications.